Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by an advanced evaluation patient that they were a little sore. On (B)(6) 2018, the patient reported they were having pain and having a lot of trouble peeing. The patient also stated they were taking antibiotics for a bladder infection. There were no further complications reported.